Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a mildly tortuous lesion in the right coronary artery (rca). The lesion was primarily wire with a non-csi/abbott guide wire. There was difficulty experiencing with the initial wiring. The guide wire was exchanged for a microcatheter. The viperwire advance guide wire was advanced to the rca without issue. Multiple low speed treatments were performed. The oad was removed after successful treatments. The viperwire was exchanged for a non-csi/abbott guide wire. Post dilation was performed using a scoreflex balloon and a non-csi/abbott balloon. Two drug-eluting stents were placed. After the procedure, review of angiographic imaging revealed a small perforation of the treated vessel. Intravascular ultrasound (ivus) did not detect a perforation during the procedure. No further medical intervention was needed, as the perforation was resolved during the procedure. The patient was hospitalized in stable condition. In the physician's opinion, the perforation was possibly related to the oad, although they suspected the non-csi/abbott devices also may have contributed.

Manufacturer narrative:
H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for use manual states that vessel perforation is a potential adverse event that may occur and/or require intervention with use of the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).